Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that there was foreign matter on the stopper of a bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tube before use. No injury or medical intervention.